Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that upon opening the package, brown specks were found inside of the drip chamber. There was no patient involvement as the issue was identified prior to initiating use.

Manufacturer narrative:
The customer¿s report that there were brown specks inside drip chamber was confirmed upon visual inspection. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection observed dark colored brown specks throughout the drip chamber body . No other specks or any issues were observed on the rest of the set components. The cap was carefully removed from the spike component and it was determined that the specks were only present within the drip chamber body and not the spike and it was observed the specks could not be removed from surfaces of the body. Functional testing was performed on the drip chamber by cutting along the brown colored speck markings. It was determined that the markings were embedded within the drip chamber body. Device history record for model 2420-0007 lot 19123012 shows that the set was manufactured on 5 december 2019 with a total of (B)(4) units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. The root cause of the markings is directly related to the supplier molding process.

Event description:
It was reported that upon opening the package, brown specks were found inside of the drip chamber. There was no patient involvement as the issue was identified prior to initiating use.